Manufacturer narrative:
The reported issue was confirmed. The arctic sun 5000 was evaluated. Chiller problem was detected, impossible to repair in the workshop. Device sent to crawley, when chiller is disconnected, the circuit breaker does not trip, tested with a second chiller, does not trip either. Device will be sent to crawley for repair. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the initial problem could not be confirmed, because of the circuit breaker trip after seconds in an arctic sun device. Leakage could not be found. When chiller was disconnected, the circuit breaker did not trip and tested with another chiller, did not trip too. Chiller problem detected, could not repaired at workshop. S-inter wo-00124025. Per review of wo on 14jan2026, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the initial problem could not be confirmed, because of the circuit breaker trip after seconds in an arctic sun device. Leakage could not be found. When chiller was disconnected, the circuit breaker did not trip and tested with another chiller, did not trip too. Chiller problem detected, could not repaired at workshop. S-inter wo- (B)(4). Per review of wo on 14jan2026, there was no patient involvement.